Event description:
The customer reported the mainframe would not completely boot up, stops at 20 arrows. Customer has another c-arm that they used to start and finish the case. Also, the system was not fluoroing. No patients involved, no patient injury to report.